Event description:
It was reported (B)(6) high impedances were observed during a permanent implant procedure. It was determined the scs extension was causing the issue. The physician replaced the extension with a different model extension, which resolved the issue.

Manufacturer narrative:
Results: the complaint was for "invalid impedance" was confirmed. As received, the extension was complete. The septum was intact and the setscrew was properly oriented in the connector. Microscopic inspection revealed that the wire of channel number 8 was broken and detached in the header. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.